Manufacturer narrative:
Exemption number: e2015015. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that, 2 years and 5 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed.

Manufacturer narrative:
Follow-up being sent to add the information about peri-implantitis presented by the patient. The code 1930/infection was included.

Event description:
(B)(4) - the dentist reported that, 2 years and 5 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed.